Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The patient line extension may not have been primed. They cycled power to clear the alarms. They advised them to start over with all new cassette and bags. The home patient (hp) would start over with new cassette and bags. The patient was connected at the time of the alarm or observed air. The patient line was not properly primed before connecting. Patient extension lines were used and were connected prior to priming. Proper disconnect procedures were not used. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was incompleted prime. The label review found the labeling adequate for the suspected use error in this complaint.